Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self-test, compromised force sensor error test, displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor, and excessive no delivery test. No motor error alarm during testing noted, however pump had leaking oil motor. No unexpected low battery alarm noted. Pump had minor scratched display window.

Event description:
The customer called back to report a continuing motor error alarm and that the batteries were draining fast. Customer stated he already received a replacement battery cap but that did not help. The customer's blood glucose reading was 280 mg/dl. Customer stated he performed a bolus and received another motor error alarm. The customer was able to rewind the device. The customer was advised to discontinue the device and revert to a backup plan. Device was replaced and will be returned for analysis.